Manufacturer narrative:
Through follow-up information received. This event was found to be a duplicate of a previously reported event. Please reference MFR: 2015691-2023-14995.

Event description:
Edwards received notification from the implant patient registry that a patient with a 9600tfx 23mm sapien 3 valve, implanted in the aortic position for 6 years and 8 months, underwent an explant procedure due to unknown reasons. An edwards surgical device was implanted in replacement. No additional details were provided.

Manufacturer narrative:
The investigation is in progress, a supplemental report will be submitted. H3 other text : device not returned